Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm. The blood glucose was 168 mg/dl at the time of the incident. Customer also received with replace battery now alarm. Customer received a low battery alert prior to the replace battery now alarm. Customer had difficulty in clearing pump alarm. Need to trouble shoot for failed battery also. Customer advised to monitor the pump and call if problems persist. The insulin pump will not be returned for analysis.